Event description:
It was reported that the patient presented remotely with palpitations and non-sustained ventricular tachycardia (nsvt). Upon review, the pacemaker exhibited noise, which the device failed to record as an alert. No changes were made. There were no patient consequences reported.

Event description:
It was reported that the patient presented remotely with palpitations and non-sustained ventricular tachycardia (nsvt). Upon review, the implantable cardiac monitor (icm) exhibited noise, which the device failed to record as an alert. No changes were made. There were no patient consequences reported.

Manufacturer narrative:
Correction: b5.